Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose (B)(6) 2019 with blood glucose over 800 mg/dl. Customer was hallucinating and was able to call 9-1-1 and was treated hyperglycemia by manual injection. Customer declined trouble shooting for high blood glucose. The reservoir and insulin pump will not be returned for analysis.